Event description:
During a complaint investigation it became apparent that a customer's laboratory had experienced falsely elevated troponin I results. An elevated result of the magnitude observed might result in cardiac catheterization. There was no report of pt harm as a result of this event.